Manufacturer narrative:
Submitted: 06/14/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 06/01/2016 with the following findings: device evaluation: on investigation, the pump demonstrated intermittent power issue using the returned battery cap; the cap was not able to tighten to the pump properly. The battery cap measures do not meet the contact height specifications. The battery compartment was found to be cracked from the threads to the case seal. The pump was opened for investigation and revealed evidence of moisture ingress inside the pump on the printed circuit board and in the battery canister. The keypad was noted to be unresponsive during the investigation. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.

Event description:
The pump was returned for investigation. Investigation revealed intermittent power, battery cap malfunction, battery compartment crack and keypad malfunction. This report is made based on results of investigation completed on 06/01/2016.